Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: no DHR was available for review since the device was fabricated per physician's prescription only. Returned sample: complaint investigator reviewed the returned parts with production on 1/23/20. The upper tray was returned with original case. The results were summarized below. Roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. General cleanliness - very clean. Case was returned in a good condition with label. Per returned part visual inspection, the returned device had no defect and abnormalities. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 2.0 (thermoformed mouthguards instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that swelling, redness and irritation could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin test. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the device/sample has been returned and a supplemental report will be submitted. Date of event: asked, but unknown. Model number: not applicable. Catalog number: not applicable. Lot number: not applicable. Expiration date: not applicable. UDI number: not available.

Event description:
It was reported that a patient experienced an allergic reaction after using a comfort hard-soft bite splint (upper). According to the information provided by the doctor, the patient got blisters in her gums the first night (date unknown) she used the device. Upon experiencing the reaction, the patient stop wearing the device and the blisters went away. The patient has no known allergies.